Event description:
The customer reported that the mattress envelope nylon material is ripped. There was no pt injury reported. Eval of the product shows that panel side a has a 2 foot tear in the material at the beginning of the drainage port zipper.

Manufacturer narrative:
(B) (4). (B) (4). Eval results: evaluation of the returned product shows that the panel side a has a 2 foot tear in the material at the beginning of the drainage port zipper. Panel side a has a 6 foot tear in the material on the outside of the mattress envelope. Right/left legs of panel side d has a 1 inch tear. (B) (4).